Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient was experiencing severe pain at the midline incision site near the clik anchors. The physician believed that since the patient was so thin, the clik anchors were causing the pain. The patient was prescribed lidocaine patches.